Manufacturer narrative:
The physical damaged occur to the blue scope stick is the cause the failure to the image light. Although the scope is intended to be flexible, excessive bending can damage the fiberoptics bundles and the internal components. Such damage will compromise the light illuminating fibers at the distal end of the scope. The damage to the fiberoptics can occur when a user mishandles the product. There were no reports of patient harm. When this complaint was reported, uvision 360 did not consider this a medical device reportable event and therefore based on the risk of this complaint at the time of occurrence, did not report this complaint. Upon further evaluation, it was identified that this event occurred during patient use and therefore it is now considered reportable.

Event description:
The customer reported that the screen where the image was supposed to display was dark during use of the device. When the device was received back to uvision 360, there appeared to be damage to the scope stick. There were no reports of patient harm.